Event description:
Event description guidant received information that the battery voltage on this cardiac resynchronization therapy defibrillator (crt-d) was 3.1v with a low gas gague upon preimplant interrogation. The voltage on the box reads 3.25v. The device was cold however was allowed to warm up for 24 hours.